Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right side pain') and device dislocation ('found one outside the tube wrapped around my colon / coil migrated outside my uterus and was sitting right next to my colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had an ablation and essure". The patient's medical history included renal impairment. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("found one outside the tube wrapped around my colon / coil migrated outside my uterus and was sitting right next to my colon"), post procedural swelling ("the inflammation goes away but still have surgical swelling"), abdominal distension ("bloat goes away almost immediately"), alopecia ("hair loss"), tooth loss ("tooth loss"), thyroid disorder ("thyroid disorder nos"), inflammation ("inflammation"), osteoarthritis ("rate of disintegration of my knees"), renal disorder ("kidney disorder"), autoimmune disorder ("autoimmune disease "), adenomyosis ("adenomyosis"), abdominal pain ("cramping") and genital haemorrhage ("bleeding") and underwent knee arthroplasty ("2 total knee replacement"). The patient was treated with curcuma longa; piper nigrum ((B)(6) tumeric) and surgery (essure removed - lavh). Essure was removed in october 2018. At the time of the report, the pelvic pain, device expulsion, post procedural swelling, renal disorder, autoimmune disorder, adenomyosis and genital haemorrhage outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, autoimmune disorder, device dislocation, device expulsion, genital haemorrhage, inflammation, knee arthroplasty, osteoarthritis, pelvic pain, post procedural swelling, renal disorder, thyroid disorder and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter was added, event hair loss and tooth loss hair loss, thyroid disorder nos, inflammation, knee replacement, osteoarthritis knee was added, for event pelvic pain invention required and medically significant ticked, action taken with drug was added. On 23-mar-2020: social media received. Medical history updated. Event kidney issue was added. Treatment added. On 23-mar-2020: social media received: reporter added. Essure insertion date added. Event added - I had an ablation and essure. On 23-mar-2020: social media added: events added-cramping, device dislocation and vaginal bleeding. Patient information added. Essure explant details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.